Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced lo reading - defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage/using wrong product.

Event description:
Customer's sister complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 10/31/2017. Customer's vial of test strips has been opened for over 4 months. Reviewed meter memory: (B)(6). Customers sister calling as yesterday at doctor office customer had a blood sugar over 200. Customer may not have been using correct strips as he had bd strip and thought he was using those .